Manufacturer narrative:
(B)(4). D4: multiple lot numbers were reported for the device that malfunctioned item sbgl7009, 4 peg left aug reamer guide; lot#: 66461827. Manu date: 1/31/2024. UDI: (B)(4). Item sbgl7009, 4 peg left aug reamer guide; lot#: 65085374. Manu date: 4/26/2021. UDI: (B)(4). D10: medical products: item#: sbgl3701, augment reamer driver; lot#: 64878851. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was using the instrument, the instrument fractured. All pieces were removed from the patient and no there was no harm to the patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d4; h5. D4: multiple lot numbers were reported for the device that malfunctioned item#: sbgl7009, 4 peg left aug reamer guide; lot#: 66461827. Manufactured date: 2024-01-26. Expiration date: 2034-01-23. UDI: (B)(4). Item#: sbgl7009, 4 peg left aug reamer guide; lot#: 65085374. Manufactured date: 2024-04-20. Expiration date: 2031-04-18. UDI: (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Sbgl7009 (lot 65085374): review of the device history record(s) identified no deviations or anomalies during manufacturing. Part sbgl7009 (lot 66461827): review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.